Manufacturer narrative:
(B)(4). The device has been requested for evaluation. A batch review will be performed for the lot number provided. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for connection issue was confirmed in the lab. The results of a sample evaluation revealed that the pull ring cap was missing from the drain line. The assignable cause was determined to be a manufacturing issue. The device was destroyed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter that a patient line had a 'loose covering'. There was no patient involvement. No patient injury or medical intervention was reported.